Event description:
It was reported that during follow-up, noise and impedance problems were noted. No intervention was performed. The physician decided to monitor the patient.

Manufacturer narrative:
(B)(4).